Event description:
It was reported that the b1005 acucise catheter had a broken cutting wire after activation. There was reported damage to the pt's ureter due to the broken cutting wire. The damage to the ureter was controlled with the use of the access sheath to trap the broken cutting wire during removal.